Event description:
Lost - tampon - vagina [foreign body in reproductive tract]. Case narrative: consumer reported via social media that the tampon was lost inside of her for 24 hours. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.